Event description:
The patient reported that the audio bolus button was intermittently responding to button presses. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the bolus button was found to be intermittently responding to presses. The keypad was removed and contaminiation was observed under the button contacts. Unrelated to this complaint, the display screen was found to be dim with a red tint and the battery compartment threads were found to be stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.